Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and watchdog timeout alarm. The customer¿s blood glucose was 270 mg/dl at the time of incident. Customer stated that the insulin pump alarmed after it was dropped. Customer also reported that the insulin pump button was stuck and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with full segment frozen display, problem isolated to interface board. Unable to verify watchdog timeout alarm or unresponsive buttons due to frozen display. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to frozen display. Device received with corroded battery tube, minor scratches on case, cracked reservoir tube lip, stained keypad overlay and minor scratches on lcd window.